Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2020 the patient presented with hypertensive heart and a 3.5x12mm xience sierra stent was implanted. On (B)(6) 2020, the patient was re-admitted with unspecified cardiovascular symptoms and candidal sepsis. Unspecified treatment was provided and the final patient outcome is not known. No additional information was provided.